Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse for the first 24 hours, however infused fully in the following 8 hours during patient infusion. The patient was using an electric blanket when the increased infusion was observed. There were no issues observed with the PICC (peripherally inserted central catheter) line; the line flushed well. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from december 10, 2019 - december 11, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed residual fluid contained inside the bladder of the device. The reported condition was not clearly observed via the provided photograph and due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.